Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check cs100 intra-aortic balloon pump (iabp) was unable to update timing. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge fse was dispatched to evaluate the unit. He checked systems performance on iabp trainer & demo balloon, no issue found. Kept unit on pumping for more than 2 hours, system working satisfactorily.